Manufacturer narrative:
Product complaint # - (B)(4). Date sent to the FDA: 6/28/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a sealed box (36ea) and fifteen unopened samples of product code y304 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed, and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information received: product code: y304h at least 4-5 procedures were involved. We throw out the suture that broke so it is not availabile.

Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were these events mentioned in your response previously reported to ethicon? If yes, please provide complaint file number for each procedure involved. If no, please kindly provide: event details, event date, procedure name, name of sutures involved, lot number, product code, number of devices that were involved in each single procedure that had suture pull off issue. How many procedures were involved? Device availability for each affected and reported event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 4-6 suture packets did this on multiple different procedures it happened while using it on a patients, it happened in (B)(6) 2021, not sure of specific dates; will be shipping out package this week. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Note: events reported via 2210968-2021-04958, 2210968-2021-04959, 2210968-2021-04960 and 2210968-2021-04962.

Event description:
It was reported that an animal underwent a dental procedure in 2021 and suture was used. During the procedure, the suture separated from the needle in four or five sutures. No adverse patient consequences were reported. Additional information was requested.